Event description:
Ash split permanent catheter made by medcomp has two-2-limbs coming from the catheter. These limbs each have a clamp on them to prevent blood leakage and air entry. Due to usage with each treatment of opening and closing the clamps, on occasion these clamps have broken. There is currently not a replacement clamp to use. Rptr has contacted MFR about a year and a half ago to report this problem to them. They told rptr at that time that they would have the engineering dept work on strengthening the clamps to prevent this problem in the future. Since that time whenever there was a broken clamp, the only possible replacement was to use a large clamp from hemodialysis bloodlines and to force one over the limb into place. This procedure can bring risk of infection to the pt, but every precaution was used to minimize that by using betadine to the limb. Recently there have been several clamps breaking which prompted rptr to call MFR again to report this problem. Rptr was told that there are no clamps available on the market as a replacement clamp. Rptr suggested a simple clamp that comes from the side to attach to the limb which would avoid contaminating the end of the limb. Rptr was told that the only available solution to this situation is to take the pt back to the or to replace the catheter. Rptr states this obviously increases risk to the pt and also increases expenses as well, when the catheter may actually be functioning properly. Rptr asked if the engineering dept was working on strengthening the clamps and the person rptr spoke to said they have no idea what is going on in that dept.